Event description:
The following was reported to davol by the pt's attorney: the pt was implanted with a bard/davol 3d max light mesh during a right inguinal hernia repair procedure. The attorney's report alleges the pt sustained undefined injury and is currently experiencing pain, discomfort and considering mesh removal.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.